Event description:
Per the clinic, during suturing of the initial implantation on (B)(6) 2026, the surgeon accidentally cut the electrode. Subsequently, the device was explanted. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.